Event description:
It was reported that the customer received multiple occlusion alarms. Reportedly, the customer would change out the cartridge and infusion set without addressing the cause of the occlusion. Customer's blood glucose level was impacted. Customer indicated that cartridge/infusion set were typically changed every three days.

Manufacturer narrative:
The tandem t:slim pump user guide indicates that humalog has been tested up to 48 hours. The product has not been returned for evaluation. Should new relevant info become available a supplemental report will be submitted.